Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
A patient had an aequalis reversed shoulder prosthesis implanted on (B)(6) 2014. On (B)(6) 2015 the patient underwent a revision surgery (hemi / 2-stage) due to loosening/lysis (MFR report number 3000931034-2015-00183), replacement of baseplate only. On (B)(6) 2015 the patient underwent a second revision surgery due to loosening/lysis for implantation of glenoid sphere on the baseplate already implanted on (B)(6) 2015. (B0(4).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
A patient had an aequalis reversed shoulder prosthesis implanted on (B)(6) 2014. On (B)(6) 2015 the patient underwent a revision surgery (hemi / 2-stage) due to loosening/lysis (MFR report number 3000931034-2015-00183), replacement of baseplate only. On (B)(6) 2015 the patient underwent a second revision surgery due to loosening/lysis for implantation of glenoid sphere on the baseplate already implanted on (B)(6) 2015. (B)(6).